Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation results). The returned truetome jag 44 was analyzed, and a visual evaluation noted that the working length and the cutting wire were kinked, and the paint on the tip was peeled. Functional testing was performed, and the device was actuated and was able to bow and unbow. Additionally, media evaluation of the video provided by the customer shows the device actuated and was able to bow however the working length was kinked. No other problems with the device were noted. The product analysis revealed that the cutting wire was kinked. These conditions could have been generated as part of the device manipulation during preparation an excess of force was applied in order to get the device out of the package, during mandrel removal or after many attempts to bow the wire. Also, it was observed that the paint on the tip was peeled. This damage could be caused by device manipulation or if the device had contact with at hard surface. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a truetome jag 44 was prepared to be use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation outside the patient, the device was unpacked, and it was noted that the bow could not be opened normally. After forcing the bow to be opened, the plastic end kinked at 90 degrees. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Note: video of the complaint device outside the patient were provided by the customer and shows the working length kinked. This event has been deemed a reportable event based on the investigation results: the cutting wire kinked. Please refer to block h11 for full investigation details.